Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2017. On (B)(6) 2017 the patient alleged obtaining a result of 277mg/dl using the subject device compared to a result of 41mg/dl using a nurse¿s meter (brand unknown) within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that he usually manages his diabetes using insulin (self-adjuster) and denied making any changes to his usual routine in response to the alleged issue. The patient claimed experiencing symptoms of ¿sweaty and increased heart rate¿ an unspecified amount of time after the alleged issue began. The patient confirmed that no treatment was received in response to the reported event. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, an approved sample site was being used, the test strips were stored correctly and within expiry and the patient¿s testing procedure was correct. Return of the subject device was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.